Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer initially reported that during multiple cases with this generator, the pencil plugged into this generator had a constant spark at the tip of the pencil and a loud sizzling noise. On f/u with the biomedical engineer, he clarified and said it was a small flame and not just arcing. There was no pt injury.